Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the display lens on the pump was scratched and unreadable and that the text shown in the display was faded and dim. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display lens is heavily scratched and difficult to read. The display screen was observed to be dim and faded. The faded display was replaced with a test display and the contrast returned to normal with no signs of fading or discoloration.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.